Event description:
While sitting on the bath bench, the bench apparently tilted over, and the end user fell, fracturing his hip.

Manufacturer narrative:
This incident apparently happened in 2008. We had not been notified until now. Very little info has been provided. It was reported that the end user purchased the bath bench in 2006. The lot # indicates it was mfg in 2002. We do not know if it was purchased new, and do not know if the device had been maintained. While using the bath bench, the end user reached for shampoo, and the bench tilted over and he fell. He sustained a fractured hip which required surgery. The sample was not returned for eval and photos were not provided; and as a result, a root cause for the incident cannot be determined. However, due to the serious injury reported, a MDR is being filed.